Manufacturer narrative:
Method: analysis of programming history.

Event description:
Review of programming history of this patient's pulse generator revealed that a setting reset to 0 ma occurred resulting from a generator diagnostic test performed at an office visit on (B)(6) 2010, against MFR labeling recommendations. A final interrogation was not performed on (B)(6) 2010 to verify settings as labeling recommends. The patient came back in on (B)(6) 2010, and the settings were programmed back to intended settings.